Event description:
The customer has obtained falsely high results on patient samples for the a1c3 assay on an advia chemistry 1800 instrument when using calibrator lot 2ld017. The customer reran the samples using a new calibrator lot, 4dd071 and the results were acceptable by the customer. The falsely high results on the patient samples were reported to the physician(s). The results on the patient samples using the new calibrator were also released to the physician(s). There were no reports of adverse health consequences due to the falsely high a1c3 results on the patient samples.

Manufacturer narrative:
The initial MDR 2432235-2014-00743 was filed on december 30, 2014. Additional information (12/29/14): multiple attempts were made requesting the customer for patient sample testing data. The customer has not provided us any additional information to date. The cause of the falsely high results on patient samples for hemoglobin a1c3 is unknown.

Manufacturer narrative:
The cause of the falsely high results when using calibrator lot 2ld017 is unknown. Siemens healthcare is investigating the issue.